Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have a blank display screen and also received an unexpected restart alarm. Customer's blood glucose was 175 mg/dl. Customer reports to have been hospitalized for one month due to liver failure rejection. No further information given on hospitalization. Customer states while in the hospital, insulin pump was removed. After attempting to reconnect insulin pump after a month, insulin pump had a blank screen. After troubleshooting and changing batteries, display screen did return and passed self test. Customer was advised to monitor insulin pump. Customer was also advised that battery cap would be replaced as a courtesy. No further information provided.